Manufacturer narrative:
(B)(4). The device was discarded by the hosp so that the failure could not be confirmed, nor a root cause determined. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if add'l info becomes available. (B)(4).

Event description:
(B)(4).